Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-oct-2018 with the following findings: a review of the black box showed one intermittent power issue on the complaint date. The battery compartment was cracked below the bumper pad. Leak was found in the pump case. Moisture and moisture corrosion was found on the display connector, piezo sound device, and internal components. The pump powered up with a vibratory alarm, and no auditory alarm or functional display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.